Event description:
The following was reported to davol: it was reported by the patient's physician that the patient had a xenmatrix placed about 3 months ago, but developed an abscess under the mesh 2 weeks ago. The physician stated the patient was doing fine until this happened and he does not know what caused it. There is no sign of a bowel leak or fistula. He stated that abscess lab cultures indicated clostridium bacteria (reports not provided). Abscess was drained by physician.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the reported event. Infection is a known possible adverse reaction listed in the IFU. Additionally, the device remains implanted. This MDR includes all patient, event and device info davol has rec'd to date. If add'l event and/pr evaluation info is obtained, a f/u MDR will be submitted.